Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a notification and the customer was unable to clear it. During troubleshooting with tandem technical support the notification was able to be cleared. Customer's blood glucose level was not impacted.